Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to two potential episodes of syncope. A remote transmission was sent from the hospital. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patient has had many recent episodes of non-sustained ventricular tachycardia (nsvt). The remote transmission also showed that approximately six months ago, two episodes of atrial fibrillation (af) with rapid ventricular response (rvr) were treated inaccurately with anti-tachycardia pacing (atp) therapy when the patient's implantable cardioverter defibrillator (ICD) detected the events as ventricular fibrillation (vf) episodes. The device remains in use. No patient complications have been reported as a result of this event.